Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels and no delivery alarms. The customer's blood glucose level at the time of incident was 498mg/dl. The customer states they had not treated for the high yet. Troubleshoot was conducted. The customer states the alarm was resolved by a complete set change. The customer was advised to call back if issues persist.